Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy there was difficulty opening the jaws of the instrument. The tsw35 did not fire. Another instrument was used to complete the case. There was no consequence to the pt.